Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, sticking occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous left common iliac artery. A 6x59x135/ iliac 6f unistep plus was advanced to treat the target lesion; however, at an unspecified time the device "got stuck". The device was able to be exchanged. An express ld stent and a non-bsc stent were implanted. Post dilatation was performed with a wanda balloon. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: initial examination of the returned device noted that the stent was fully mounted. It was possible to retract the outer sheath, partially deploy the stent and reconstrain it fully. A visual and tactile examination of the shaft of the device noted that it was kinked at approximately 22mm distal to the t-bar connector. The kink is consistent with the end of the stainless steel shaft. It was possible to insert a 0.035 inch guide wire through the device without any issue noted. It was possible to insert the device through the recommended 5 french sheath without any issue noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, sticking occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous left common iliac artery. A 6x59x135/ iliac 6f unistep plus was advanced to treat the target lesion; however, at an unspecified time the device "got stuck". The device was able to be exchanged. An express ld stent and a non-bsc stent were implanted. Post dilatation was performed with a wanda balloon. There were no patient complications reported and the patient's status is good.